Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the coupler was blurry, was confirmed. The device was tested and found that the device could not focus due to the presence of foreign matter / precipitate. It was found that the grasping mechanism and image decentering were damaged. Further, the adjusting rings were externally damaged and the endoscope was found to not be attachable. The endoscope grasping mechanism, along with both adjusting rings including o-ring seals were exchanged, the device was repaired, tested and found to be working according to specifications. The cause of the identified failures were identified by the supplier to be incorrect handling of the device and a possible fall. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 11/13/2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the healthcare professional that during shoulder surgery on an unknown date, it was observed that the coupler was blurry. The surgery was completed with an older model with no patient harm and no delay. No additional information was provided.